Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of their customer/product user. The infusion set was in use when the plastic site detached from the adhesive, and resulted in the set becoming detached from the customer's leg (where she wears device). The customer applied a new set and administered a correction bolus to correct blood glucose levels. No permanent adverse effects reported.